Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking, approximately 5.5mm from the nail head, causing corrosion, insufficient battery voltages and data loss. Without the device data it could not be determined if the device alarmed or if the internal leak contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl) with ketones of 2.2. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia was treated with a new pod.